Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump's (iabp) power light was not luminating and has no power. There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and return to manufacture date, e1 event site mail ID, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11: corrected field: b5, e2, due to character limit in e1 initial reporter name is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the power cord had a short at the plug. Fse ordered a new ac power cord reel assembly. Fse replaced the assembly once it was received. The unit check and testing was completed without any issues. The unit was returned to use. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. Completed product inspection per customer/manufacturer requirements. Ac power cord was received with a reported unit failure message of short in cord toward the plug and no power. The failure analysis and testing dept. Performed a visual inspection and found; the power cord was not in good condition. Please see attached picture. Due to not in good condition of power cord, the fat dept. Can not be to install into cardiosave. Test fixture for testing. Also, due to failure message of short in cord it may damage cardiosave test fixture. Retaining reel, ac power cord in the fat dept.

Event description:
It was reported that, during use the cardiosave intra-aortic balloon pump's (iabp) power light was not luminating and has no power. There was no patient harm reported.